Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 35mm tailor annuloplasty ring was chosen for implant. At the end of the procedure, there was severe left ventricular (lv) dysfunction, which required high dose inotropes and intra-aortic balloon pump (iabp). There was slow inotrope weaning and need for noninvasive motion ventilation (nimv) due to hypoxia. On (B)(6) 2022, iabp was removed. It was noted that the patient had moderate depression of left ventricular function at baseline and that it was not unexpected after intervention. It was noted that the device was operating as expected. No other complications were noted. The patient was discharged in good clinical condition on (B)(6) 2022. No additional information was provided.

Event description:
It was reported that on (B)(6) 2022, a 35mm tailor annuloplasty ring was chosen for implant. At the end of the procedure, there was severe left ventricular (lv) dysfunction, which required high dose inotropes and intra-aortic balloon pump (iabp). There was slow inotrope weaning and need for noninvasive motion ventilation (nimv) due to hypoxia. On (B)(6) 2022, iabp was removed. It was noted that the patient had moderate depression of left ventricular function at baseline and that it was not unexpected after intervention. It was noted that the device was operating as expected. No other complications were noted. The patient was discharged in good clinical condition on (B)(6) 2022. Subsequent to the initially filed information, it was reported that on 17 april 2022, the patient's remote monitoring showed non-sustained ventricular tachycardia (nsvt), left bundle branch block (lbbb), right bundle branch block (rbbb). The patient was given anti-arrhythmic therapy via beta blockers. A permanent pacemaker was implanted on (B)(6) 2022.

Manufacturer narrative:
An event of left ventricular dysfunction after the procedure and atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.g3 report source study was added. H6 health effect - clinical code 1721 was added. H6 health effect - clinical code 4624 was added.